Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with unspecified saline mentor breast implants and noticeable that right breast is smaller than the left, also breast has an odd feeling on it (left breast) and stiffer, especially when waking up in the morning. The patient had experienced capsular contracture on the left breast implant and deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 10/28/2019, it was reported incorrectly that there was a deflation on the right breast implant. The patient experienced breast pain on the right breast implant. Code deflation was removed. Manufacturer¿s reference number: (B)(4).